Event description:
Patient reported left side exchange due to concerns with the product plus "lumps". Healthcare professional reported capsular contracture baker grade iii. Device has been explanted. .

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. As per the investigation procedure: particles and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side exchange, due to concerns with the product. Plus "lumps". Healthcare professional reported, capsular contracture, baker grade iii. Device has been explanted.